Event description:
Margetis, k., korfias, s. I., gatzonis, s., boutos, n., stranjalis, g., boviatsis, e., sakas, d. E. Intrathecal baclofen associated with improvement of consciousness disorders in spasticity patients. Neuromodulation. 2014; 17: 699-704. Summary: intrathecal baclofen (itb) pumps are a therapeutic option for persistent vegetative state and minimally conscious state patients that have associated spasticity. The authors investigated whether this treatment modality could affect their level of consciousness. In this prospective, open label, observational study, the authors implanted itb pumps, for the treatment of spasticity, in eight patients with disorders of consciousness (vegetative state and minimally conscious state) and followed them with the coma recovery scale-revised, the eastern cooperative oncology group (ecog) performance scale, and the modified ashworth spasticity scale. Reported event: a (B)(6) male had an itb pump implanted. The pump removed prematurely, five months after implant, due to an infection. See attached literature in manufacturer report #3007566237-2014-00443.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).